Manufacturer narrative:
On 02/08/2010 rep provided following info: valve was stored in specimen fridge since 8 p.m. (B) (6) (post op) and removed from fridge 2:00 p.m. (B) (6). Sales rep requested the valve be removed from the refrigerator and will be picking up the valve and completed cer form (B) (6). The magna mitral was implanted and then explanted due to unresolved central regurg as noted by (B) (6) (surgeon). He had to explant it and implant a biocor due to time delay in getting another 3000tfx 27mm. This was determined reportable per edwards lifesciences procedures. Customer letter requested. DHR review has been started. Requested routing information to track return of device for evaluation. Device has not been received for evaluation at 02/11/2010. Device not returned.

Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation through center of valve. Per the cer: valve implanted in mitral position. Post op toe showed moderate mr through centre of valve. Patient's status or outcome: valve removed and new device implanted. Condition of device when removed: no apparent abnormality.

Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The first clip delivered wouldn't hold and the second was not completely closed. The coagulation was performed successfully with a different device. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: no inconsistencies detected. The valve was sent to research and development for functional testing. Research and development completed the functional test and concluded with the following: ¿this valve was explanted at implant due to ¿mitral regurgitation through the center of valve¿. According to third party review of the echocardiography provided by the customer, the regurgitation appeared to be minimal and normal for this prosthesis. The small amount of leakage observed would usually not be considered clinically significant enough to necessitate explant of the device. Edwards standardized in vitro testing confirms these echo observations showing a trf approximately 3 times less than the 15% maximum accepted by iso (B) (4) for a size 27 mm x-ray the device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.